Event description:
Pt reported that he has been adjusting his dose of novolin according to the ibgstar meter and when he wakes up in the morning his blood glucose levels have been 2.5mmol/ml and 3.3mmol/ml and he was not feeling well on some occasions.

Manufacturer narrative:
The device has not been returned to the manufacturer. A review of both the owner's guide and similar complaints was performed. The root cause of the incident could not be determined based on the limited info provided.